Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. It was reported that the device was ejecting and scissoring clips. It is unknown how the case was completed. There was no consequence to pt.